Manufacturer narrative:
The analysis of the product did show that the bearings have been worn out. This was due to a normal wear process but has nothing to do with the loss of the bur. Further testing with a calibrated tested tool did show that the retention force of the clamping system did comply with the specification. A further test with a drill which was used by the dental office did show the same result. Finally there are only 2 possibilities left. First is that the used bur had a too thin shaft diameter and therefore a lower retention force, second is that the bur was not fully inserted into the clamping system. The handpiece itself has no deviation to the specification concerning retention force. The user instruction requires to check whether the bur is placed securely prior to each treatment. (B)(4).

Event description:
(B)(4).